Event description:
It was reported that the ventricular setscrew on the pulse generator was stripped. The device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported field event of stripped setscrew was confirmed in the laboratory. Analysis found medical adhesive inside setscrew inset impeding proper wrench operation. Medical adhesive was also found on the thread of both connector block.